Event description:
It was reported by the patient's attorney that as a result of having the mesh implanted the pt has experienced extreme pain, infection of her bodily tissues, erosion of her bodily tissue, significant mental and physical pain and suffering, has sustained permanent injuries, and has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
The lot number is unk; therefore, no review of the device history record could be performed. The IFU states in the adverse event section: "complications associated with the proper implantation of the device may include, but not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant. The precautions section states: proper placement of the mesh sling implant at mid-urethra requires that it lies flat with minimal or no tension under the urethra." (B)(4).